Event description:
Pump had been infusing fine throughout shift, then alarmed "motor error." Pushed start again and within 30 minutes, pump alarmed for motor error again. Pump was switched out and defective pump removed from room.